Manufacturer narrative:
The customer complaint of pcu fluid intrusion was confirmed to be due to the broken front panels at the lower mounting screws. The pcu front cases were found with cracked and missing plastic at the lower mounting screws. Examination of the returned front panels showed evidence of fluid residue on the inward side of the front panel confirming a fluid path to the inside of the pcu case. The bd infusion therapy resource library webpage contains information for proper care and maintenance of the alaris system. To ensure that the alaris system remains in good operating condition inspection of exterior surfaces are required at each usage. The use of chemicals listed on the do not use list can damage the surfaces of the instrument leading to more frequent replacement. As part of continuous improvement the pcu front panel material was changed to valox in (B)(6) 2015. Valox is designed to be more durable to chemical attack. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that there was an unspecified fluid intrusion discovered during preventive maintenance found inside the bottom of 3 pcu's. Also, they replaced 10 broken front face assays; 3 of which were cracked on the side. The customer states that there was no impact to patients/people.